Event description:
It was reported that after 65 minutes of continuous use on a patient, the autopulse resuscitation system suddenly stopped delivering therapy and displayed a user advisory 12 (lifeband not present) message. The rotating steel shaft ceased and would not move. Additional information was provided by the customer on (B)(6) 2013: customer reported that after this incident occurred, the device was removed from the patient and manual CPR was initiated. The user advisory message was unable to be cleared and the system was unable to be re-started. The patient expired. Manufacturer has requested additional details concerning patient¿s death, however none have been obtained. No further information was provided.

Manufacturer narrative:
The platform in complaint was returned to zoll circulation on 08/07/2013 for investigation. Investigation results as follows; visual inspection of the autopulse platform was performed and no damages were observed. A review of the platform archive data exhibited an under voltage < 18v event, as well as multiple ua12 (lifeband not present) messages after the device was shut off. The archive also indicated that two batteries s/n ((B)(4)) were used on the event date for more than thirty minutes until discharge. No batteries were returned for evaluation. An uncommanded shut off was also observed during deployment. The reported complaint was confirmed based on the results of this archive review. Functional testing was performed and the autopulse platform was subjected to the run-in test with the 95% patient test fixture for an hour and no faults or errors were observed. In addition, the load cell characterization test was performed and no issues were observed which indicates that the load cells were functioning properly. A possible cause attributed to the customer's reported complaint may have been caused by the spool shaft not detecting the belt clip or the lifeband was not present.

Event description:
Additional information was received on (B)(6) 2013, from the customer indicating that the cause of the patient's death was cardiac arrest. The patient was a (B)(6) female patient who was considered to be healthy. Patient was on hormone replacement therapy, however the patient's family could not provide information concerning the name of the medication or the prescribing physician. Patient's surgical history is unknown. Sequences of events are as follows: as the patient was showering, her daughter proceeded to knock on the bathroom door and became concerned when the patient did not respond. The door to the bathroom was locked so the patient¿s daughter entered the bathroom through the window only to discover that her mother had collapsed and was propped up against the wall unresponsive. The patient¿s daughter did not know how long the patient was in the shower. Upon arrival of the crew the patient was found to be unresponsive and in asystole. Full acls (advanced cardiovascular life support) resuscitation in combination with the autopulse was initiated. Exact date of patient¿s death was (B)(6) 2013. No autopsy was performed.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on for investigation (B)(4) 2013. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.